Manufacturer narrative:
(D10) concomitant device(s): 320-42-03 - 145-deg pe 42mm hum liner +2.5 : a123998. 320-42-13 - 145-deg pe 42mm const hum liner +2.5 : 5813501. 300-30-08 - equinoxe preserve stem 8mm : a266456. 320-06-42 - glenosphere 42mm : a196131. 320-10-00 - equinoxe reverse tray adapter plate tray +0 : a299979. 320-15-05 - eq rev locking screw : a281449. 320-20-00 - eq reverse torque defining screw kit : a232424. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : s397211. 521-78-32 - threaded pin size 3.0 collarless 2pk : s386855. 531-55-88 - ergo gps 3.2mm drill kit sterile : a063925. 315-35-00 - glnd kwire : a228734. 315-35-00 - glnd kwire : a228735. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm : a208986. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : s387405. (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 76-year-old non-hispanic white female had a right tsa on (B)(6) 2022. The patient present with other scapular fracture on (B)(6) 2023. The patient had to use her right arm for transfer after postop ankle fracture and developed a glenoid (non-displaced). No action was taken for this event and the outcome is considered resolved on (B)(6) 2023. The case report form indicates that this event is unlikely related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided.